Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3749606 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported. Adverse events associated with patient's second event reported via mw # 2210968-2021-06625. Adverse events associated with patient's third event reported via mw # 2210968-2021-06626.

Event description:
It was reported that a patient underwent a tot urethropexy on (B)(6) 2014 and the mesh was implanted. It was reported that in the year 2017-2018, when the cord and the band at the left side corner was palpated, there was a descent of the urethra leading to discomfort when moving. It was reported that on (B)(6) 2018, a consultation with the gynecologist found wick erosion on the left, severe atrophy and swelling of the urethra, and the patient was prescribed estragyn vaginal cream twice per week.